Event description:
The user facility's biomedical engineer (biomed) reported that the unit was not charging. The battery had exploded on one side of the battery. The customer was uncertain when this issue was realized but reported; "as a result, an alternate device was employed and the surgical procedure was completed successfully, there were no delays, no blood loss or no adverse consequences as a result".

Manufacturer narrative:
Investigation in process, but not yet completed.